Event description:
It was reported that while in the pt, the catheter ruptured expelling c02 into the pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.